Event description:
It was reported that during a tips procedure in the liver with a wallstent endoprosthesis, difficulty was encountered when removing the stent delivery system. The stent was deployed and when the physician was removing the stent delivery system, the delivery system catheter stuck to the guidewire. The wire and the catheter were removed together as a unit. The procedure was successfully completed using this device. No pt complications were reported. The current pt status is reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.